Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that while demonstrating the device, display issues occurred. The rpm display on the console was blank. There was no patient involvement. Additional information has been requested and is not available.